Event description:
It was reported the patient's intrathecal drug delivery pump was suspected to be flipped. The patient was experiencing a return of symptoms (increased spasticity). An MRI and x-ray were performed to determine if the pump was flipped. Following the MRI, the pump was noted to have stalled. Event logs from the pump were printed. A stall occurred at 11:00 and a recovery occurred at 12:35. Follow up indicated the physician was unable to tell for sure if the pump was flipped after the diagnostic testing. It was thought that it was flipped and had caused the catheter to kink. Exploratory surgery was scheduled for 2008. Additional information has been requested but was not available on the date of this report.